Event description:
It was reported that three (3) amia automated pd cycler sets leaked; described as ¿leaking solution onto the table, but leak location was unknown¿. This occurred during setup of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.